Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 90 mg/dl at the time of the call. The customer stated that the arrow buttons do not respond. The customer stated that they already had an upgraded insulin pump and just needed assistance programing it. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.